Event description:
The pt stated that, while changing the insulin cartridge of her infusion device, she pulled the cartridge out to adjust it which caused all of the insulin to spill inside the cartridge compartment. During troubleshooting with a co rep, the pt was educated on attaching the adapter and infusion tubing to the cartridge prior to insertion into the compartment. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt was advised to switch to her backup device. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.